Manufacturer narrative:
A field service engineer (fse) connected the unit with the same probe to the demo device; however, the issue persisted. The demo device transducer works as normal when connected to the customer¿s device. The fse concluded that the probable cause was a defective transducer. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that when the start button of the shockpulse lithotripsy transducer is clicked, a ¿check probe¿ error displays. In addition, the device alarms. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review, device evaluation, and results from the legal manufacturer investigation. The following sections were updated: h2, h4, h6 and h10. Correction to d9 the device was returned for investigation. Upon evaluation of the device, the entire length of the cable was kinked and twisted. Based on the investigation, the reported phenomenon was likely caused by the faulty cable, and the mechanical damage found on the transducer cable could be attributed to user mishandling. The root cause was due to wear and tear in combination with mechanical force. The instructions for use (IFU) states: the device instructions for use (spl-IFU_an) states: \this product is a precision device; handle it with care. Avoid rough or violent handling, which may cause equipment damage." (Page 1); "inspect the transducer plug pins, cord, and transducer body for mechanical damage (bent pins, cracks, etc.). After each use or prior to cleaning and sterilizing, carefully inspect the transducer and cable for tears, cracks, or other signs of damage. Do not use a shockpulse-se system that fails to meet the criteria stated in the labeling or that has been damaged. Otherwise, injury to the patient, personnel and/or an adverse effect on the procedure could result. Olympus will continue to monitor complaints for this device.